Event description:
Additional information was received from a consumer and a manufacturer representative. The rep reported patient is frustrated with not being able to increase beyond the 2.4ma. Caller is not with patient currently but will be meeting her today. Caller reports the program providing therapy is p3 2-0+. It was recommended if patient wants more intensity to reprogram with case being positive. This will allow patient to increase more and should provide compatible therapy relief as program 3. The rep called back when she was with the patient (pt). All impedances are >4k ohms except c-0. Technical services (ts) reviewed that lead may be pulling out of ins and recommended x-ray.

Manufacturer narrative:
Continuation of d10: product ID: 978a128, lot#: va27gac, implanted: (B)(6) 2020, product type: lead, upn: (B)(4), ubd: 2022-02-19. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID: 978a128, lot#: va27gac, implanted: (B)(6) 2020, explanted: (B)(6) 2021, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional (hcp) via a manufacturer representative (rep). It was reported that the technician support and physician determined it was pretty clear the lead was no longer sitting in the header correctly. It appears that over the course of the last few months, the impedance moved from greater than 4000 on each electrode was due to the lead coming out of the ins. The rep wrote that the most likely cause of the issue was an inadequate connection between the lead and ins.

Manufacturer narrative:
Continuation of d10: product ID 978a128 lot# va27gac implanted: (B)(6) 2020 explanted: (B)(6) 2021 product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During an unrelated call, the rep mentioned this situation where the lead was broken and the healthcare professional (hcp) programmed around a certain contact. Additional information was received from the patient. They reported that the lead wire had pulled out of the ins and a revision was scheduled with their healthcare professional (hcp) tomorrow. The patient requested ins warranty info. Patient services emailed warranty to the patient and reviewed the importance of working closely with the hcp's office regarding questions about device analysis/compensation/warranty process.

Event description:
Additional information was received from a consumer and a manufacturer representative. The rep reviewed that the patient was getting max amplitude reached on many of the programs and that were available to the patient. They tried turning the device off and then back on, as was suggested during the original call, and that did not resolve the issue. They did have the patient use program 3 at 2.4ma since the original call and the patient was not getting the max amplitude message. The caller reported that the patient was getting effective therapy relief with that setting. The rep had run and impedance check and provided the information that showed that on ref 3, all values were 4000 ohms. Ref 0-2 showed within range. Technical services reviewed information. On (B)(6) 2020 the patient emailed and on (B)(6) 2020, the patient called in repeating event history. After the rep discovered the lead was damaged they programmed around it and got it working again, however a couple days ago the patient went to change settings and got the maximum settings message again. The patient reported amplitude was at 2.5 and if patient decreases amplitude to 2.4 they are not able to go back up again and patient does not want to be without therapy again. The patient asked the rep if there could be further damage to the lead and the rep did not think so but said they would further consult with technical services (ts). The patient states they have had no falls or traumas and nobody seems to know what is going on. The patient wrote that they were frustrated and wanted to get answers before they got the their implant removed. Patient services recommended that the patient schedule a follow up appointment with managing physician to address concerns.

Manufacturer narrative:
Concomitant medical product: product ID 978a128, lot# va27gac, implanted: (B)(6) 2020, product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor therapy. It was reported that the rep called technical services (ts) to discuss further options for patient who was reporting that they were unable to go up past 0.2ma as of late last night. The rep stated that the patient saw a message that indicating system was operating at maximum settings. The patient had tried all 7 programs and nothing would go above 0.2 or 0.3ma. The patient was originally programmed at 2.5ma. No falls or traumas had occurred to the rep's knowledge and therapy had been good up until last night. Ts reviewed that the patient's ins would need to be interrogated to determine impedance values, given that no programs were currently delivering stimulation needed for patient. There were no patient complications reported as a result of this event.